Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Lot number provided as 9158714; however, this could not be verified to belong with the provided part number. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a long trochanteric fixation nail advanced (tfna) with screw was being inserted into a patient as a prophylactic nail. When the surgeon was tapping the bone over the guide wire in the proximal femur, the tap pushed the guide wire through the acetabulum and into the pelvis. A new guide wire was used, but the same thing happened. When the surgeon went to insert the screw, the screw also pushed the guide wire in through the acetabulum. The 3.2 wire was removed and the 2.5mm reaming rod was inserted. The screw was put over the lag screw and the lag screw was put over the reaming rod while the surgeon held onto the rod to ensure it did not advancing further. There was a ten (10) minute delay to the surgery time. No patient harm was reported. There was no fecal matter on the guide wire when taken out, which was a good indicator the bowel wasn¿t perforated. The final outcome was satisfactory and the surgeon will continue to monitor the patient post-operatively. Concomitant parts reported: guide wires (part/lot unknown, quantity 1); guide wire (part 356.830s, lot l113608, quantity 1). This is report 1 of 2 for (B)(4).